Manufacturer narrative:
This report is submitted on july 15, 2019.

Event description:
Per the clinic, the patient experienced poor performance and non-auditory pain with the device. The device was explanted (B)(6) 2019, and the patient was not reimplanted with a new device.

Manufacturer narrative:
This report is submitted august 30, 2019.